Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right internal jugular vein due to deep vein thrombosis (dvt), pulmonary embolism (pe), and right kidney bleed. Patient is alleging vena cava perforation and embedded hook in right lateral caval wall. The patient further alleges "the filter was pushing against my intestines and I was having severe stomach pain. I still have persistent stomach pain because of the filter." Per report from CT (computed tomography) dated (B)(6) 2017: "an ivc filter is present. The legs of the ivc filter extend beyond the margins of the ivc compatible with a [caval] wall perforation. One of the legs anteriorly and contacts inferior aspect of the third portion of the duodenum there appears to be a small collection of fluid density adjacent to this strut measuring approximately l.2 cm transverse by 1 .0 cm craniocaudal by 0 .9 cm ap." Per retrieval report (successful) dated (B)(6) 2017: "all for legs penetrated the caval wall. The hook also appear to be partially incorporated into the [wall] as well." "The right internal jugular vein was found to be patent." "Snare was passed through this sheath . However multiple passes with the snare would not engage the hook. This is thought to be due to endothelialization." "A trident snare was used to snare a guidewire after it was passed through the filter . However this would not engage the filter enough to remove the hook from the wall." "With both ends of the wire outside the patient the filter was released from the wall and centered within the sheath. Once the hook of the sheath of the filter was in the sheath the sheath was advanced caudally and all 4 legs of the filter were captured in the sheath and the filter removed from the patient."

Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01341.

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2011. The patient alleges to have been injured without further explanation.